Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiopaque tip of the dilator broke off the catheter into a few pieces inside the patient during lead implant. No patient complications have been reported as a result of this event.